Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02790.

Manufacturer narrative:
The initial reporter and device information is currently unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02790. It was reported the patient experienced a heart attack following an implant procedure for a trial scs system. Allegedly, the heart attack was deemed as unrelated to the procedure and the devices. Later, the patient underwent surgical intervention wherein stents were inserted and the trial leads were explanted. Reportedly, the patient is doing well.